Manufacturer narrative:
Manufacturer's investigation conclusions: the reported pump power/estimated flow elevations were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 20:03:32 to (B)(6) 2019 10:03:30, per the timestamp. Transient elevations in pump power/estimated flow were noted throughout the log file and were typically associated with pi events. No notable alarms were captured. A specific cause for the change in pump parameters could not be conclusively determined. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that the patient expired due to stroke. The customer was unsure if the outcome was device related. For approximately a few days before the outcome, the patient experienced low flows and transient high powers. No further information was provided.

Manufacturer narrative:
Approximate age of device - 17 days.